Event description:
Additional information received indicated an increase in pacing impedance was observed on the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high impedance and a diagnostic anomaly was observed on the device. The physician performed no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.